Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2019. Patient was stable pre and post procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead parameters were not satisfactory and the lead exhibited r-wave amplitude variation. Fluoroscopy revealed that the right ventricular lead had perforated the myocardium. Lead revision was discussed. Patient was stable.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.